Event description:
Procedure performed: ni. Event description: during a laparoscopic appendectomy, after inserting the trocar into the navel, the surgeon discovered fragments of this medical device in the peritoneal cavity. The fragments were retrieved and discarded. On 27jan26: mir requested, ansm ref number: (B)(4). Intervention: the fragments were retrieved and discarded. Patient status: there were no consequences for the patient.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: ni. Event description: during a laparoscopic appendectomy, after inserting the trocar into the navel, the surgeon discovered fragments of this medical device in the peritoneal cavity. The fragments were retrieved and discarded. 27jan26: mir requested, ansm ref number (B)(4). Intervention: the fragments were retrieved and discarded. Patient status: there were no consequences for the patient.